Event description:
Outbound. Recently had one cadd cassette that alarmed when only 23ml remained and another cassette that alarmed 3 hours into the infusion, received replacement cassettes with same lot number, no further details provided.